Event description:
It was reported that post a coronary stenting treatment procedure, very late stent thrombosis occurred. The patient presented with unstable angina pectoris. The lesion was located in a moderately tortuous proximal left anterior descending artery (lad). A 3.5x12mm taxus express2 drug eluting stent was implanted in the lesion. No complications were reported and the patient was placed on dual antiplatelet therapy. Over two years later, in (B)(6) 2010, the patient quit taking dual antiplatelet therapy. In (B)(6) 2010 the patient presented to the hospital with undescribed symptoms. The lad was totally occluded with thrombus. A thrombectomy was performed and the lesion was dilated with 2.25mm and 3.0mm balloons. Post angioplasty, some thrombus remained. An intra-aortic balloon pump was inserted to complete the procedure. No further patient complications were reported. Additional information has been requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that shock, chest pain and a myocardial infarction occurred. At the time of the initial procedure, the lesion was noted to be b2 in type and 90% stenosed, located near a bifurcation in a non-calcified proximal left anterior descending artery with a tortuous pass located proximal to the lesion. Pre-intervention timi flow was noted to be 0. The lesion was predilated with the balloon inflated to 20 atms. Ivus was used post-procedure to confirm 0% residual stenosis and timi grade iii flow. Initial stent placement was reported to be well positioned and well apposed. Specific dual antiplatelet therapy was aspirin and clopidogrel. (B)(6) 2010 the patient presented emergently with acute ischemic syndrome, shock, chest pain and having a myocardial infarction. Post re-intervention timi grade ii flow was noted. The intra-aortic balloon pump was removed the day after the reintervention. Nine days later thrombosis and timi grade ii flow was again noted. Angiography for the left ventricle was performed and a myocardial infarction was confirmed. Patient condition improved and the patient was discharged 4 days later. The patient was restarted on aspirin and clopidogrel and was also prescribed cilostazol.